Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during the procedure the probe tip was broken. All parts were removed from the patient's shoulder. No adverse consequences was reported and procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: probe tip was broken. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the glue seal has broken/melted during use. The device manufacturer date is not known at this time. (B)(4).

Event description:
It was reported that during the procedure the probe tip was broken. All parts were removed from the patient's shoulder. No adverse consequences was reported and procedure was completed successfully.